Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for one month post-operation check. Upon interrogation, the right atrial lead exhibited no capture. X-ray confirmed lead dislodgement. Lead reposition was attempted. After multiple attempts, the lead did not stay in place. The lead was explanted. The physician did not make any allegations against the lead and believed the dislodgement was due to patient¿s anatomy. The patient was stable before, during, and after the procedure.